Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening (shell thickness within specification) gel bleed: no observed gel bleed on the device. Pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Patient initially reported pain over the last year and one device with gel bleed and one ruptured device (sides unknown) diagnosed by ultrasound and confirmed during surgery. Later, patient reported "ultrasonographically, in particular rupture. Intra-operatively, a complete rupture of the implant could be detected and documented. Patient also reported suspicion of alcl with the following symptoms of left breast has a double bulge when you tighten it and when you feel the breast you can feel the silicone edge of the device, which caused an uncomfortable feeling, stinging (implant slipped), hardened, painful & pressure-sensitive breasts (on both sides), hanging and clearly sagging of the right breast, and sleeping on the stomach was no longer possible. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel bleed: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Visibility palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: device rupture.

Event description:
Patient initially reported pain over the last year and one device with gel bleed and one ruptured device (sides unknown) diagnosed by ultrasound and confirmed during surgery. Later, patient reported "ultrasonographically, in particular rupture. Intra-operatively, a complete rupture of the implant could be detected and documented. Patient also reported suspicion of alcl with the following symptoms of left breast has a double bulge when you tighten it and when you feel the breast you can feel the silicone edge of the device, which caused an uncomfortable feeling, stinging (implant slipped), hardened, painful & pressure-sensitive breasts (on both sides), hanging and clearly sagging of the right breast, and sleeping on the stomach was no longer possible. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and rupture.

Event description:
Patient has reported rupture and gel bleed. Device has been explanted. This record relates to the right side